Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 09/12/2024. Corrected fields: e1, h6: (health effect impact code is being corrected to- "2645- no patient involvement"). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was residing inside the nozzle. There was no damage to the area where the foreign material was detected, and it was confirmed that the reprocessing was performed according to the instructions for use. However, the definitive root cause could not be determined. The event can be detected and prevented by following the instructions for use which state: the instruction manual operation manual,¿ gif-1200n, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual,¿ gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material came out of the nozzle. There were no reports of patient involvement.